Event description:
Possible infection was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Possible infection was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.